Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that the unit experienced an e-1 error before a case and that it also was making a rattle sound due to a bent wheel inside the unit. It was further reported that there was no pt harm or involvement.